Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having urgency since three weeks prior to the report, confirming it was in (B)(6) 2017. It was also noted that they were in a hit and run accident on (B)(6) 2017. They also did not feel stimulation, noting that the therapy was on. The setting was at program 4 at 7 volts (v). They increased the stimulation, but was still unable to feel the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v326233, implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information was received from a hcp. It was reported that the patient only had one wire. A rep came in to test the lead. The cause of the wire needing to be fixed was age; it was placed eight years prior to the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v326233, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's programmer (pp) was not working right for two weeks prior to the report, confirming it was in (B)(6) 2017. It was confirmed that the pp was functioning as designed, since it was showing all of the settings on the screen. Additional information received from the patient indicated that they just started having urgency and had to urinate every 30 minutes. They experienced leaking if they weren't close or couldn't get to the bathroom. They mentioned that the implant didn't seem to be working. It was noted that their healthcare provider (hcp) told them that they might have to fix a small line. This would result in another surgery to fix the wire. The patient was scheduled for a hcp appointment on (B)(6) 2017 with the manufacturer representative (rep) present. They had spoken with the rep, and were trying to get stimulation again. The patient clarified that they couldn't feel any anything when they increased or decreased, so they had thought the programmer wasn't working right. They usually felt something when changing from 1-4 level or from 2,3 to 7.8v. They weren't really sure what led to the programmer not working, it just stopped. There were no further complications reported as a result of this event.